Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 00434901213 (66466956). 00430902902 (unknown). 00430902901 (unknown). G2: foreign - the event occurred in japan the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an arthroscopic procedure, the liner would not fully mate with the stem following impaction. The correct surgical technique was used. An alternate liner was used successfully to complete the procedure without delay. No complications, injuries, or surgical interventions were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified a zimmer tm reverse shoulder retentive poly liner (lot 64737412) was returned for evaluation. As returned, product identifiers and dimensional measurements are conforming to print specifications. Visual examination found no damage or witness marks. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.